Manufacturer narrative:
The medwatch submitted by the user facility (B)(6) identified (B)(4) as the device manufacturer. (B)(4) is an approved distributor for the device not the manufacturer. (B)(4) notified medegen on (B)(6) 2010 and forwarded a copy of the medwatch submitted by the user facility (B)(6). On this same day, we received samples from (B)(6) for the same reported event. The samples were visually inspected and photographed. On 3 of the 4 returned samples, there was noticeable damage on the top surface of the valve. In follow-up to a previous complaint from (B)(6) we received additional samples that exhibited the same type of damage on the exposed surface of the blue valve. Under separate delivery (B)(6) had returned several of the IV administration sets that are used in their facility. Among the sample IV sets were 2 different sets which had a edwards lifesciences male luer connector. The design of the edwards luer is such that the luer tip has a tapered tip which forms a sharp edge. Previous testing has demonstrated that when the maxplus connector is accessed by a mis-manufactured edwards luer, the tapered tip can damage the valve. We surmise that the use of the edwards luer compromised the valve, thereby causing a delayed rebound. When the valve popped back into position, which had residual blood on the surface. The popping effect "sprayed" the blood as described. Conclusion: based on the investigation conducted and information provided, the possible use of an edwards lifesciences luer is likely the contributing factor to this reported event. The suspect valves exhibit damage that is consistent to valves known to have been accessed by an edwards lifesciences luer. A compromised valve is known to have an adverse affect on functional performance. As was replicated with sample #3 during functional testing, a slow/delayed rebound would cause the valve to pop back into place. Since the event occurred during blood draw, residual blood, residual blood "spit/sprayed" when the valve popped back into place. We have been unable to identify any manufacturing related defects for the maxplus connector valve that would have caused the reported incident if used under normal operating conditions.

Event description:
Customer complaint submitted to medegen on (B)(6) 2010 reported that while (nurse) was disconnecting a syringe from the maxplus needleless connector, the valve in the device had a delayed return and then when it returned it popped back into place causing blood to "spit/spray" on the nurse. There was no patient or user harm or injury and no medical intervention was required.